Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) procedure, there was deflation difficulty with a powerflex balloon. The powerflex balloon was used to post dilate one unknown stent in the ostium of the subclavian artery in its connection with the aorta artery. The lesion was 20mm in length and the vessel diameter was 12mm. There was moderate calcification and no tortuosity. There was no report of patient injury. The product was stored and prepped per IFU instructions. No anomalies were noted during prep. The balloon catheter was not in any acute bends. The same indeflator that was used during prep, was using during the procedure. There was no balloon leak. The customer indicated ¿the deflation was forced with two deflation devices at the same time.¿ multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned foe analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for evaluation the reported deflation difficulty could not be confirmed and the exact cause could not be determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue (i.e.: kinked shaft, contrast to saline ratio). The recommended contrast to saline ratio per the instructions for use (IFU) is 1:1. The use of concentrations greater than a 50% solution of contrast medium may result in increased viscosity which could prolong inflation/deflation times. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, there was deflation difficulties with a powerflex balloon. The deflation was forced with two deflation devices at the same time. There was no report of patient injury. The patient is stable. The product was stored and prepped per IFU instructions. No anomalies were noted during prep. The powerflex balloon was used to post dilate one unknown stent in the ostium of the subclavian artery in its connection with the aorta artery. The lesion was 20mm in length and the vessel diameter was 12mm. There was moderate calcification and no turtousity. The balloon catheter was not in any acute bends. The same indeflator that was used during prep was using during the procedure. There was no balloon leak.

Manufacturer narrative:
Complaint conclusion updated with product analysis: during a percutaneous transluminal angioplasty (pta) procedure, there was deflation difficulties with a powerflex balloon and ¿the deflation was forced with two deflation devices at the same time.¿ the patient was reported as ¿stable¿ with no report of patient injury. The powerflex balloon was used to post dilate one unknown stent in the ostium of the subclavian artery in its connection with the aorta artery. The lesion was 20mm in length and the vessel diameter was 12mm. There was moderate calcification and no tortuosity. The product was stored and prepped per IFU instructions. No anomalies were noted during prep. The balloon catheter was not in any acute bends. The same indeflator that was used during prep was using during the procedure. There was no balloon leak. Multiple attempts to gather additional information have been made and have been unsuccessful. One non sterile power flex pro 12.0mm x 2.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear to have been inflated. No kinks or damages were observed. No other anomalies were observed in the returned device. A leak test required was performed and difficulty to inflate and deflate the balloon was experienced. Cross sectional analysis was performed and the inflation lumen was found reduced and sealed in the proximal seal area. The failure reported by the customer ¿balloon deflation difficulty-partial or slow¿ was confirmed since the inflation lumen was found reduced. The exact cause of the balloon deflation difficulty could be conclusively determined and it is related to the manufacturing process. A risk assessment has been initiated to further investigate this issue.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.